Manufacturer narrative:
G4: 05feb2020. B4: (B)(6) 2020. The replaced power switch overlay was returned for failure analysis. It was determined that a broken trace on the green and amber light emitting diodes (leds) caused the led to not illuminate. The determination be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 20dec2019. The manufacturer¿s international service technician replaced the power switch overlay and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 18dec2019, date of report : 20dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
It was reported that the ventilator produced the diagnostic code "alarm led (light emitting diode) failed." There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician also confirmed that the power led went off due to the vibration caused by operating the button. The power switch overlay will be replaced once the customer approves the repair.